Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that tip detachment and stent positioning problem occurred. The target lesion were located in the iliac and femoral arteries. A 6x120x75 innova stent was deployed to treat the extremely calcified lesion. However, upon removal of the sheath, the tip became stuck on the guidewire. The physician pulled the sheath out, which broke and the gray part remained on the guide. Forcing and removing the guide, the tip was removed from the patient's body. During fluoroscopy, it was noted that the stent was not correctly positioned. Subsequently, different balloons were used in order to position it but was unsuccessful. After several attempts, the physician eventually opened the artery and took out the stent. The procedure was completed with several balloons and stents. No further patient complications were reported.